Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had large air bubbles. The customer's blood glucose was 11.8 mmol/l at the time of incident. The customer stated that they did not rewind the insulin pump with the reservoir in place. The customer was advised to program a fixed prime until the air bubbles were no longer visible. The reservoir will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.